Event description:
Abdominal pain, adhesions: a female pt rec'd several sheets of seprafilm and did fine for several days. The pt was discharged several days early. On post-operative day 8 the pt began to complain of abdominal pain. On post-operative day 10 the pt was re-operated upon and extensive adhesions were found. The pt has a history of multiple operations and a history of adhesions. The reporting physician did not provide any follow up info or assessment of the relationship of seprafilm to this event.